Event description:
It was reported that the user experienced two hypoglycemic events and believed the ilet delivered too much insulin, with fingerstick confirmations and lows associated with frequent ¿less than usual¿ meal announcements that can drive higher insulin delivery. Symptoms included low blood glucose, with a nadir of 54 mg/dl, without loss of consciousness or other acute neurologic symptoms. Outcomes included need for self-treatment with oral carbohydrates and low-glucose alerts from the device, without medical intervention or assistance, and recovery to 68 mg/dl by the end of the call. Investigation included review of device reports and user meal announcement patterns, as well as referral for additional training. Investigation of this case revealed that user selection of ¿less than usual¿ meal size contributed to algorithm-driven insulin dosing that resulted in hypoglycemia; device performance and alerts functioned as designed. It was concluded, based on previously established findings for similar reports, that user technique and meal announcement selection were the primary contributors, to be addressed through training.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.